Event description:
Proxy biomedical was notified (B)(4) 2012 via email by the polyform distributor (boston scientific) that they have received a complaint on the (B)(4), 2012, regarding a polyform product from (B)(6), an employee at the (B)(6) hospital. The complaint states that a patient developed a pelvic abscess approximately 2 days following implantation of polyform. The patient suffered abdominal pain, distension, nausea and vomiting and was treated with antibiotics. The patient underwent exploratory surgery to remove the abscess. The infection was quite extensive and the mesh and sling were removed approximately 6 days after implant. The patient is unidentified; her date of birth is unknown although she was (B)(6) at the time of the procedure ((B)(6) 2012). Her weight and height are not provided. The hospital where the implant procedure occurred is the (B)(6) hospital. The date of implantation of the mesh was (B)(6) 2012; the event date was the (B)(6) 2012. Polyform product lot number was c001487. User/voluntary medwatch system - ref. Number (B)(4).

Manufacturer narrative:
Evaluation: device was not returned for evaluation. Conclusion: inconclusive, investigation ongoing. The device is a synthetic device made from polypropylene. Injuries such as infection are documented risks associated with the polyform device - reference design fmea and polyform product insert (instructions for use).